Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath and stretched material appear to be related to operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance was noted during removal of the protective sheath of a 2.5 x 15 mm nc trek balloon dilatation catheter. After removal of the sheath, the balloon was noted to be stretched. The device was; therefore, not used in the patient, and another 2.5 x 15 mm nc trek balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.